Event description:
My medtronic defibrillator model # 7232cxaa-694965id was implanted in 2005 and has caused me unnecessary multiple shocks, dizziness and everyday heart palpations. I just had lead replacement surgery in 2008. Today, after having the surgery, I still have palpitations, lightheadedness and nervousness because I don't know if it will shock me again. Dates of use: 2005-2008. Diagnosis or reason for use: congestive heart failure.